Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the rate/sense channel. The noise was oversensed, resulting in an inappropriate shock and pacing inhibition. The noise could not be reproduced. A guidant technical services consultant discussed sensitivity values.